Event description:
It was reported that there was a vent fail. The patient was bagged. There was no patient injury reported.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected infinity acs workstation cc with product serial no (B)(6). According to the log 3 cockpit restarts could be confirmed. Root cause was a faulty cockpit hard disk / faulty sector / head actuator drive. A vent fail could not be confirmed. A faulty cockpit hard disk drive has only effects for the cockpit and not the ventilation. The device behaved and alarmed as specified. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. If the software detected a failure the user will be alerted to this condition by an audible alarm according to iec 60601-1-8. In case of a reboot of the cockpit infinity c500 the user would be alerted by the internal piezo speaker. In case of a cockpit failure the ventilation would continue independently. Relevant ventilation parameters are displayed on the oled-display of the ventilator. Since the duration of the cockpit's inoperability was more than 2 minutes, the event is classified as reportable, since a serious injury cannot be ruled out in the event of a recurrence if a therapy adjustment is not possible. In this case, no patient health consequnces have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.